Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead, (B)(6) 2002; kdr701 implantable pulse generator, (B)(6) 2002. (B)(4).

Event description:
It was reported that the ventricular threshold has risen and is high. The impedance has decreased and oversensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.